Event description:
It was reported that the device was "slipping on bar." Patient impact was unknown. No revision/medical intervention required. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 9/13/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the adjustment nut is hard to adjust causing the handle not to be able to be adjusted properly. 6in transitional member but with a dummy plug; shock cushion and 1/4in pin are worn. Adjustment wrench is broken; general maintenance and cleaning required. The returned device was manufactured on december 31, 2008 with no prior service history. A two year lookback in complaint system for this reported failure and or related to "slipping on bar " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. In summary the end users reason for return was verified. The most likely reason could be due to the inability to adjust the handle. General maintenance is required as this device was manufactured in 2008 with no prior service history.